Event description:
It was reported that the ventilator generated alarms indicating low expiratory minute volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. It was reported that the ventilator generated alarms indicating low expiratory minute volume. There was no patient harm reported. The reported issue has been confirmed during evaluation of the received problem description and provided log files. Our field service engineer (fse) was on site for further investigation. The reported issue could not be reproduced. No parts were found faulty and the ventilator passed several pre-use checks. Since the issue could not been reproduced, the root cause of the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).